Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with therapy was not reported. On an unknown date, the patient experienced pneumonia. It was not reported if the patient was hospitalized for the events. Treatment was not reported. It was unknown if the patient recovered from the events. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot number h12i18074 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).